Manufacturer narrative:
Submit date: 01/10/2018. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the needle broke. The customer further reports that no medical or surgical intervention was needed as a result and there was no injury to the patient.

Manufacturer narrative:
An investigation of the reported condition was performed. Since the lot number was not provided by the customer, a review of device history record (DHR) could not been performed. No samples were provided for evaluation. Therefore, the reported condition could not be confirmed. However, for recently received complaints for the same part number and same issue, the possible root cause is related with the manufacturing process of the supplier. All the corrective actions and preventative actions (CAPA) will be documented through a suppliers corrective action report (scar) and CAPA report. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.